Event description:
It was reported that this right atrial lead experienced dislodgement. Due to this loss of capture was observed. An x-ray was performed which confirmed the dislodgement. A lead revision was performed and the lead was repositioned. This lead remains in service. No further adverse patient effects were reported.